Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2021, patient underwent bronchoscopic lung volume reduction procedure and had zephyr endobronchial valves (4.0 ebv, 4.0-lp ebv, 5.5-lp ebv) placed, two of which were in the left upper lobe and one of which was in the lingula. Patient tolerated the procedure well. Chest x-ray showed mild volume loss without pneumothorax on hospital day three and was discharged 72 hours after the procedure. On the morning of (B)(6) 2021, patient developed sudden onset of chest pain and shortness of breath while showering and bending over. Patient immediately called 911. Patient arrived at the emergency department noted to have a large left-sided pneumothorax. Patient was hemodynamically stable. A 16f chest tube was placed in the lateral position by the emergency department with partial improvement in pneumothorax. Given large air leak and persistent pneumothorax, a second anterior 16f tube was placed by interventional radiology. Chest CT showed complete lobar collapse of left upper lobe and lingula with valves in good position. On (B)(6) 2021, the laterally positioned chest tube was removed. On (B)(6) 2021, pneumothorax and air leak resolved. On (B)(6) 2021, the anterior chest tube was removed and the patient was discharged.